Event description:
During the 30 day post procedure follow- up appointment, the patient informed the physician that they were hospitalized. The patient also stated that shortly after the procedure they were presented with fever post-bronchoscopy, dyspnea and cough. Patient was administered tazocin IV for suspected bronchitis/pneumonia . Patient was administered oxygen for desaturation. No pulmonary embolism apparent on angioscan, but a mild pneumothorax in the right lung. Patient's symptoms improved, patient was put off oxygen with no complaint of dyspnea or fever but a light cough. Patient was discharged a few days later. Final diagnostic by the hospital was a post-bronchoscopy pneumonia.